Event description:
Patient was revised due to pain. Update: 3/7/2012 - medical records were received. The revision operative report indicated that there was fretting debris at the head/neck junction.

Manufacturer narrative:
**Update** (B)(6) 2012 - medical records were received. The revision operative report indicated that there was fretting debris at the head/neck junction. The complaint was reopened to add the adapter sleeve and femoral stem. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.